Event description:
It was reported that the patient underwent a second revision surgery on (B)(6), 2019 due to a dislocation between the inox head from biomet and the avantage pe inlay dual mobility. It can be noticed that the patient previously underwent a first revision surgery also due to a multiple luxation of the total hip prothesis with a major intra articular metallosis with a non negligeable septic risk.

Manufacturer narrative:
(B)(4). - received data: no further information provided (x-rays, surgical report, photographs, lab test). - device history records: the review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. - complaint history : a complaint extract was done regarding revision due to dislocation: - 15 complaints (15 products), this one included, have been recorded on avantage inlay, from january 01, 2017 to february 11, 2021. - the complaint history, regarding the reference number, can't be performed as it was not communicated. - the complaint history, regarding the batch number, can't be performed as it was not communicated. - device analysis : the product analysis can't be performed as the product was not returned. - other information review: the instructions for use has been reviewed and it can be noticed that only stainless steel head with a reference p0201xxx are compatible with avantage inlay. However, due to a lack of information received regarding the reference of the product implanted, it is not possible to determine the compatibility of the whole device. - conclusion: according to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Concomitant medical products: avanatge cup, reference and batch not communicated, inox head, reference and batch not communicated. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported through ansm report (B)(4) that the patient underwent a second revision surgery on (B)(6) 2019 due to a dislocation between the inox head from biomet and the avantage pe inlay dual mobility. It can be noticed that the patient previously underwent a first revision surgery at annecy also due to a multiple luxation of the total hip prothesis with a major intra articular metallosis with a non negligeable septic risk.